Event description:
The customer reported that following the cleaning of his olympus endoscope reprocessing using disinfectant alcohol, flushing, and wipes, white deposits were noted on the insertion site. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned for evaluation, the identity and definitive root cause of the white deposits could not be determined. It is possible that the white foreign material is a mixture of calcium stearate and organic silicone. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿immediately after each patient examination, perform bedside precleaning, clean the outer surfaces of the endoscope, brush the suction channel and around the forceps elevator, clean the valves, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s reprocessing manual. Complete both the prescribed bedside and manual cleaning procedures. After the endoscope undergoes full manual cleaning, it can be reprocessed in the oer-6. The oer-6 then provides supplemental cleaning and high-level disinfection. ·always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. ·if the endoscope is extremely dirty or precleaning was not practiced immediately after the examination, clean the endoscope in the method which is described in ¿cleaning when there is extreme debris, or when cleaning failed to be performed immediately after the examination¿ in the instruction manual of the endoscope. It may result in insufficient reprocessing of the endoscope or debris accumulating in the endoscope, preventing the endoscope from working correctly.¿ olympus will continue to monitor field performance for this device.